Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. The recipient's device was explanted. The recipient will not be reimplanted. Due to the center's protocol, the recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed, and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing explant surgery due to health issues unrelated the device and the need for an MRI. The recipient reportedly does not receive good benefit from the device. Surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.